Event description:
It was reported that the buttons began to scroll up when she attempted to give a bolus. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion inside the battery tube.